Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaking capacitor, designator c14, on the digital pcb assembly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. The device was also showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.